Event description:
It was reported that the patient presented via merlin.net showing far r oversensing on the device. The oversensing was noted on stored egm's. Programming changes were recommended. Patient has been scheduled to come to the clinic for programming changes. No further information available.

Event description:
New information notes that programming changes were made and the patient condition was stable before and after the changes were made. Patient will return for normal follow-up in (B)(6).